Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, while supporting a patient several gas loss in circuit alarms were generated. The customer stated they would do an iab fill and hit start and alarm would occur again 1-2 hrs later. There was no indication of a leak and all connections were secure. The customer was informed to swap out console but the rn was reluctant to do this because of the patient condition. There was no reported injury to the patient.

Manufacturer narrative:
Initial reporter name corrected (B)(6). Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, while supporting a patient several gas loss in circuit alarms were generated. The customer stated they would do an iab fill and hit start and alarm would occur again 1-2 hrs later. There was no indication of a leak and all connections were secure. The customer was informed to swap out console but the rn was reluctant to do this because of the patient condition. There was no reported injury to the patient.